Manufacturer narrative:
H6: investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined.

Event description:
It was reported that the pen needle 32x4 la 5b was unable to deliver insulin/medication. The following information was provided by the initial reporter: new needle, when trying to purge, insulin does not come out. If I change the device, it worked correctly.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 32x4 la 5b was unable to deliver insulin/medication. The following information was provided by the initial reporter: new needle, when trying to purge, insulin does not come out. If I change the device, it worked correctly.